Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted. The patient had hemolysis, pump was removed, and another pump was used.

Manufacturer narrative:
The returned pump was visually inspected and a bent outflow cage was observed. The outflow cage bend was likely a result of the improper positioning. No other abnormalities were observed. The cause of the hemolysis was likely improper positioning since the pump position was reported to be in the mitral valve.